Manufacturer narrative:
Complaint was submitted for a biosure ha 9x25mm screw 72201781. The product received is not the product recorded. Summary for the device returned is as follows: dimensional inspection reveals that it is an 8mm implant. The screw is broken. This complaint event cannot be confirmed or disproved since the complaint was opened for a part other than what was returned. Attempts are ongoing to retrieve additional information and reported device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the head of the screw broke upon implantation. The screw was successfully removed from the patient and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.